Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the site was itchy and they did receive a automated mode: restricted message.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. The cannula assembly and bottom housing were inspected and did not find any damages or abnormalities that could cause skin irritation for the user. Therefore, a root cause could not be determined for the reported irritation. No alarms generated in the device data. The device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not show any timeouts or drive stalls. No damages or defects were observed with the device that could cause a hazard alarm to generate. Thus, the device functioned as intended.